Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post-hip procedure, the patient underwent a right hip revision due to loosening, poly wear, and lysis. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient had a first revision due to synovitis and implant wear, and head and liner were exchanged. Operative records were provided for the first revision. Patient had a second revision. During the revision the cup and liner were revised due to poly wear and loosening, and lysis was also noted. No operative records were provided for this latest revision. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.